Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An enbf2316c170ee stent graft was implanted during the endovascular treatment of a 67mm aaa. It was reported that during the index procedure the patient was under local anesthesia and vascular access was established. While advancing the main body, the patient experienced pain and sudden movements. To ensure the patient's safety, the stent was removed from the body, and angiography showed no vascular rupture but revealed vascular spasms. After calming the patient, waiting for the spasms to subside and providing more pain relief, the main body was re-advanced, but the patient still felt pain and the surgeon noted resistance during the procedure. After the stent was deployed and the delivery system was removed from the body, it was observed that the outer sheath of the delivery device was curled. The surgeon believed that the patient's spasms and pain were related to the curling of the outer sheath of the delivery system. Per the physician the cause of the event is undetermined. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that the device was inspected prior to use and no issues were noted, and the hydrophilic coating was activated according to the instructions for use (IFU). There was no unusual vessel tortuosity or significant calcification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.